Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini tray failed. The field service specialist (fse) replaced the mini drawer control unit and verified proper functionality. The system functioned as intended after the field service specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray was failed to open, required replacement and customer stated that tray was able to be recovered, but it failed again. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.